Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that on (B) (6) 2007, the pt underwent stenting of the predilated proximal left anterior descending artery and the distal circumflex artery with a total of two xience v stents. On (B) (6) 2009, the pt experienced angina. A stress test was performed which was positive. A diagnostic angiography showed instent restenosis. Revascularization took place on the proximal left anterior descending artery and a new lesion in the 1st diagonal. There is no additional info available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation: in this case, there was no reported product deficiency. Restenosis and angina are known adverse events as listed in the product instructions for use (IFU). Additionally, restenosis, angina, and hospitalization are listed in the product risk assessment (ram). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design, or labeling.